Manufacturer narrative:
A review of the meter memory showed only a result of 2.9 inr on (B)(6) 2022. The strips have been requested for return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation was patient/consumer. The investigation is ongoing.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 2.0 inr. The result from a roche coaguchek meter at a doctor's office was 2.7 inr. The therapeutic range was not provided.

Manufacturer narrative:
The returned test strips were measured in comparison with the current test strip master lot # 393 935 80. For this purpose two human blood samples from (B)(6) donors and internal reference meters were used. Master lot strips: test 1: 3.5 inr test 2: 3.5 inr customer strips: test 1: 3.5 inr test 2: 3.5 inr all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material complied with the specification. Medwatch field d9 was updated.